Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ongoing cartridge alarm occurred during the load sequence and insulin delivery. The customer experienced an elevated blood glucose displayed (bg) as "high"; however, a specific value was not provided. The customer addressed the elevated bg with a correction injection. Customer reverted to an alternate method of insulin therapy.